Event description:
Lifecell received FDA form 3500a from (B)(6), lifecell distribution partner. The report was filed by the user facility. It was reported that patient underwent surgery for painful ankle with synovitis, instability with ligamentous disruption of the ankle and distal avulsion fibular fracture, ankle. Patient developed a chronic infection that was treated with vancomycin via PICC line (culture results from this time period not available to reporter). Infection resolved but patient continued having pain and instability. Patient returned to or for removal of device and screw 7 months later. Foreign body reaction of the conexa soft tissue graft that was placed in the area for the anterior talofibular ligament repair was found. The device material was removed. Pathological analysis was performed at the user facility.

Event description:
This is a follow-up to initial report# 1000306051-2011-0014 filed on (B)(6) 2011 to include the results of pathological evaluation.

Manufacturer narrative:
Review of device history records: query of lifecell complaint system for any other complaints reported against devices distributed from lot t00025. Review of device history records resulted in no remarkable findings. As of (B)(4) 2011, there were 112 devices from lot t00025 distributed with no other complaints reported to lifecell against this lot. Conclusion: no failure detected; device within specification. According to internal investigation, no failure detected; device met specification. However, lifecell has determined that the device may have been a contributing factor in the patient's inflammatory response.